Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. The legal manufacturer could not perform the device history records or a review of the manufacturing records as the serial number was unknown. The investigation was completed by the legal manufacturer and based on the troubleshoot results, it was confirmed that the (B)(6) (cleaning kit for a scope socket) was ordered after b30 occurred. Since the subject device had not been returned, it is possible that the reported scope communication error potentially may have been resolved. Therefore, it is likely the phenomenon temporarily occurred since there was dust or a waterdrop adhered to the electrical contacts of the scope socket. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source. The legal manufacturer will continue to monitor complaints for this device.

Manufacturer narrative:
The device was not returned. The sales representative concluded by obtaining order information for a cleaning kit for the referenced light source. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During an unspecified event, the evis exera iii xenon light source reportedly had a b30 error message on the screen. No patient death, injury or harm was reported.